Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s). It was reported that the patient was received a lost data message on the smart programmer. The patient says they have a linky meter at home and had this message displayed. They went to the center for reprogramming and when they came back home they had the lost data message again. The rep inquired if the lost data message could be from the linky meter. Technical services advised that next time this happens a picture of the screen should be taken as there are different types of data loss. The physician can then contact a rep to begin investigating. No symptoms were reported.